Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the right ventricular channel which were oversensed as reported in the complaint text. The signals demonstrated a low amplitude and high frequency indicating noise resulting from an external source. Should additional information become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 61 months after implantation, oversensing was noted in the ventricular channel. A regular ICD replacement was scheduled but biotronik has no information regarding whether or not it took place, or whether or not the lead was also revised. No adverse patient side effects were reported.